Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug could not be released. Manual compression was used to stop the bleeding, and the patient was safely brought back to the ward. There was no reported patient injury. The patient underwent cerebral angiography. The diagnostic procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Other procedural details were requested but were not provided. Two (2) non-sterile " vascular closure device - 5f " involved in the reported complaint were returned for investigation inside a clear plastic bag labeled with the comp-(B)(4). The devices were identified as "a" and "b" to continue with the investigation. Both units had the same catalog number (ex500) and lot number (18187506). Per visual analysis of the device identified as ¿a¿, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed. The indicator window was received on the white/black position and the cowling guard was found locked; the bleed back port is set at its original position. Furthermore, an unknown procedure sheath was locked on the device identified as ¿a¿, blood was noted in the procedure sheath and no damages were observed on it. Functional analysis was performed. Since the device was saturated with blood, it was cleaned by being washed in an ultrasonic bath for ten minutes. The indicator wire was pulled to move the indicator window from the black/white state as received into the black/black state. At the black/black stage, then the deployment button was pushed down. There was no friction, and it was completely depressed. The indicator window turned into black/red/white state. The three stages were achieved in the indicator window as expected, the deployment button perform correctly, and the plug was deployed properly. A visual inspection at high magnification was performed on the device. The device case was opened, and the internal mechanism was examined using a vision system to enhance the image. The internal mechanism was found to be correctly assembled, with no other anomalies observed. The complaint reported by the customer as ¿indicator window-no change to the indicator¿ was not confirmed. A functional test was conducted, and all three stages of the indicator window were successfully achieved as expected. The deployment button performed correctly, and the plug was deployed as intended, continuing to function properly after the test. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the product analysis, it appears that the reported failure is not related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color and the plug could not be released. Manual compression was used to stop the bleeding, and the patient was safely brought back to the ward. There was no reported patient injury. The patient underwent cerebral angiography. The diagnostic procedure used a retrograde approach. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Additional information was requested but not provided. The device will be returned for evaluation.